Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the keypad buttons were intermittently unresponsive and required multiple button presses in order to register. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: testing confirmed intermittent responses to button presses on all of the keypad buttons. Contamination was present under the contacts of all buttons. Unrelated to the keypad, the text on the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.